Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening, creases, and wear abrasion. Leak test and microscopic analysis were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was one sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "possible deflation." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "possible deflation." Device has been explanted.